Event description:
Healthcare professional reported "surgeon experienced an issue with a lap-band adjustable gastric banding system (9.75 cm)." Follow-up findings: "disinsertion of connection catheter and the port." Surgeon noted port as a strain relief and leak located or tubing.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, port identify by reporter and implant year provided by the reporter the connector type is assumed to be a strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional info has been reported to allergan regarding the serial number, the full implant date, full date of birth or the event date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the ban, the port or the connector tubing."